Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was an aspiration issue during the sculpt phase of a cataract extraction procedure. The system was re-started and the case was completed. No patient harm. Additional information has been received indicating there was a sudden cut in the aspiration. The surgeon would lift his foot off the pedal and restart. The surgeon is suspecting an obstruction so the tip of the handpiece were exchanged which did not resolve the issue. The system was re-started and completed with no harm to the patient.